Manufacturer narrative:
(B)(4). The reported event was unable to be confirmed due to lack of information provided to adequately investigate. No products, pictures, or medical records were provided. A review of the device history records could not be performed as the part and lot information was not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant products: unknown persona revision tibial component; unknown persona articular surface . Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 00485, 0001822565 - 2022 - 00486.

Event description:
It was reported that in an unknown timeframe post implantation, the patient was revised due to infection and septic loosening of components. No additional information is available.

Manufacturer narrative:
(B)(4). The reported event was unable to be confirmed due to lack of information provided to adequately investigate. No products, pictures, or medical records were provided. A review of the device history records could not be performed as the part and lot information was not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant products: unknown persona revision tibial component; unknown persona articular surface . Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 00485, 0001822565 - 2022 - 00486.

Event description:
It was reported that in an unknown timeframe post implantation, the patient was revised due to infection and septic loosening of components. No additional information is available.